Event description:
It was reported that during a lapidus surgery the screw broke off during insertion. All fragments were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. ***update avoe 06-dec-2023. It was further reported that when the screw broke, it still protruded approx. 1 cm from the bone at a length of 44 mm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Complaint is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Dfu-0110-eo e warnings 4-the joint or osteotomy should be stabilized prior to insertion of the screw to prevent damage to the screw or inserter. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
Update avoe 12-jan-2024: it was further confirmed that the screw could not be removed from the patient after the breakage.